Event description:
Customer called to report a probe wash block leak on the coulter hmx hematology analyzer's autoloader. Customer observed a diluent drip as the secondary backwash was being performed. On the same day, the field service engineer (fse) inspected the instrument and found that the probe wash block was not functioning properly because a linear bearing was obstructed with unidentified residue. This caused the rinse block to overflow and spill. The fse then cleaned the bearing and verified that the services performed effectively resolved the wash block leak issue. Customer stated that no one came in contact with the fluid and there was no impact to sample results as a result of this issue. Also, no injury was reported, nor was medical attention sought.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).